Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/28/2021 h.6. Investigation: three 2000e-04 samples from lot 20126195 were received for investigation; one in sealed packaging and two were received in open packaging. No connecting products were received to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned 2000e-04 samples to a retained 50ml bd plastipak syringe from stock; in each instance no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20126195 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsites. CAPA#1998036 was initiated. H3 other text : see h.10

Event description:
It was reported that 12 smartsite needle-free connector had flow issues or were clogged during use. The following was reported by the initial reporter: "the connectors are blocked. We have had reports of this occurring over the last few weeks."

Manufacturer narrative:
" A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that 12 smartsite needle-free connector had flow issues or were clogged during use. The following was reported by the initial reporter: "the connectors are blocked. We have had reports of this occurring over the last few weeks."